Event description:
It was reported that yag capsulotomy was performed to address dislocation of the crystalens (forward placement of inferior haptic). The original surgery was uneventful and occurred approximately 27 months prior to the dislocation. The patient's bcva prior to the intervention was 20/30. A follow up visit is scheduled. This report pertains to the patient's left eye.

Manufacturer narrative:
The intraocular lens remains implanted in the patient's left eye; therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.